Event description:
While attempting to access kidney for nephrostomy for the placement, the ox18 wire from a cook neff set got in a knot. While physician was attempting to remove the knotted wire, without losing access, approx a 1 cm piece of the wire sheared and remains in pt.